Manufacturer narrative:
Method: actual device was received for evaluation and investigation. A visual inspection and a review of the device history record (DHR) was performed. Results: the tubing was received not fully intact missing the male luer adapter section. The tubing was examined under a microscope magnified at 1.6x. The tubing edges indicates that a sharp object was used. Conclusion: the investigation summary concludes that the sample was unable to evaluate due to the missing section from the male luer adapter. Additionally, the "use review is inconclusive as no information is available to determine a true root cause of the incident." Therefore the failure mode could not be determined. This incident was not able to be evaluated due to the damage on the returned device. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Manufacturer narrative:
(B)(4). Method: the device was returned for evaluation and is pending investigation. A review of the device history record (DHR) for the reported lot number is currently in process. Results: at this time the investigation is still in progress. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: 400-450ml. Flow rate: 6ml/hr. Procedure: rotator cuff surgery and interscalene nerve block. Cathplace: arm. Infusion started: (B)(6) 2015 at 9:45am. Infusion ended: (B)(6) .2015 at 3:30pm it was reported by the anesthesiologist on (B)(6) 2015 that an infusion ended sooner than expected. The patient reported that her arm was numb; however, the symptoms dissipated after the infusion ended. No patient injury nor medical intervention was reported. The device is available for return.